Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area was damaged, the image was not displayed, and the video cable was broken. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, the video cable was broken and therefore the image was not displayed. As for the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope experienced purple image. This issue occurred during inspection for use. There were no reports of patient harm.